Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 155 cm. Saber rx 6 mm. X 6 cm. Balloon catheter (bc) ruptured within its¿ nominal pressure. Therefore it was removed successfully form the patient and was replaced with a new balloon catheter (non cordis) but it ruptured as well. The procedure was completed successfully although details were not provided. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. No target lesion characteristic information was provided. An unknown guidewire was used to access the target lesion.

Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 6x60mm 155cm saber rx balloon catheter (bc) ruptured within its nominal pressure. Therefore it was removed successfully form the patient and was replaced with a new balloon catheter (non cordis) but it ruptured as well. The procedure was completed successfully although details were not provided. There was no reported patient injury. The target lesion was the superficial femoral artery. No target lesion characteristic information was provided. An unknown guidewire was used to access the target lesion. Multiple attempts to obtain additional information were unsuccessful. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17387955 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.